Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered an inappropriate shock therapy during a stent procedure due to oversensing of noisy signals on the right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted the rv lead measurements remained within normal limits and stable over the past year, with no evidence of rv lead noise outside the procedure. One shock was delivered and successfully restored sinus rhythm. No device malfunction or adverse patient effects were reported. This crt-d remains in service.